Event description:
It was reported that post sensed t-wave oversensing was noted via a merlin.net transmission. The patient was asymptomatic and did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended. The device remains implanted.